Event description:
During capacitor maintenance, an extended charge time was observed. Multiple manual capacitor maintenances did not reduce the charge time, and the decision was made to explant the device.